Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information received and due to a correction needed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of control panel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the water supply volume switch that not respond. The issue was found during inspection before use of a therapeutic and diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Occupation ¿ no information provided. E1/establishment name: (B)(6) (documented here due to character limitation in respective field). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump water supply volume switch does not respond. There were no reports of patient harm.